Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3780sp knee fibertak button experienced an issue during a triceps repair procedure on (B)(6) 2025. After implantation and removal from the introducer, it was noted that one of the shuttling sutures was lacerated, compromising the ability to shuttle the suture successfully through the implant. Despite the issue, the case was completed, and no patient harm was reported. No further details provided. Additional information was received on 07/28/2025: the issue with the ar-3780sp knee fibertak button was not noticed until after implantation. A backup anchor, the ar-3780sp knee fibertak button, was used to complete the procedure, resulting in a brief 5-minute delay without extra anesthesia. Bone socket preparation was performed with the ar-3710 kit using a 2.6 mm drill. Bone quality was normal, and no post-op complications were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to incorrect surgical technique during the mechanism conversion process, and/or excessive force applied during suture passage, which could compromise suture integrity.